Event description:
It was reported that the patient underwent explant procedure due to infection. Explanted device was not returned. No further information has been obtained despite good faith efforts. Additional information has been received that patient was experiencing tender and red at incision sight and had small opening with part of lead poking. The patient was administered with keflex and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to infection. Explanted device was not returned. No further information has been obtained despite good faith efforts.